Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The iabp unit was sent to the facility¿s biomed department for further evaluation. The biomed engineer evaluated the unit and did not find any alarms in the logs and was unable to duplicate problem. The unit passed all functional checks and the fse was able to power the unit off and on multiple times.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an issue powering up correctly, during set-up. The screen displayed the loading symbol and never fully booted up. After a couple of minutes it sounded off with an alarm tone. There was no patient involvement, or delay in patient care because another cardiosave was in the room, available for use. No adverse event was reported. It was also reported that this exact issue occurred previously.

Manufacturer narrative:
We have confirmed that this complaint event was duplicated in our system. Please note that all relevant information for this complaint was captured and submitted under the mfg report #2249723-2018-00599.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an issue powering up correctly, during set-up. The screen displayed the loading symbol and never fully booted up. After a couple of minutes it sounded off with an alarm tone. There was no patient involvement, or delay in patient care because another cardiosave was in the room, available for use. No adverse event was reported. It was also reported that this exact issue occurred previously. This complaint has been cited as a duplicate of another. Please note that all relevant information for this complaint has been captured and submitted under mfg report #2249723-2018-00599.